Manufacturer narrative:
Product ID: 863740, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type : pump. Product ID: 8709, lot# j0056582r, implanted: (B)(6) 2001, explanted: (B)(6) 2015, product type: catheter. (B)(4). Device evaluation summary: analysis of the sutureless connector found ¿non-significant indent in seal ¿ did not affect infusion¿; no leaks were observed during leak test.

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving fentanyl (3,750.0 mcg/ml at 3,297.3 mcg/day) and bupivacaine (7.5 mg/ml at 6.5946 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and degenerative disc disease. On (B)(6) 2015, the patient reported she heard beeping and had withdrawal symptoms; she had increased pain, nausea and confusion for several days. The pump was interrogated and motor stalls were noted. The pump logs indicated a motor stall occurred (B)(6) 2015 at 11:51 with a motor stall recovery (B)(6) 2015 at 22:18. The pump stalled again on (B)(6) 2015 at 06:44 with a motor stall recovery on (B)(6) 2015 at 11:35. The pump stalled again on (B)(6) 2015 at 16:05 with a stopped pump period may exceed tube set message (B)(6) 2015 at 16:05; no motor stall recovery was logged. A catheter access port (cap) study was done and they were unable to aspirate or inject. The catheter was occluded. The patient was admitted with ¿IV pca¿ and urgently scheduled for replacement. On (B)(6) 2015, the entire system was explanted/replaced. The event resulted in in-patient hospitalization and an unscheduled clinic or office visit. The event outcome was reported as ¿resolved without sequela¿ as of (B)(6) 2015. The event was noted to be related to the device or therapy and not related to the implant procedure.